Event description:
The pt reported that her interstim system was removed due to infection. No further info has been reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.